Event description:
Reportedly, the patient presented with angina and a positive stress test for ischemia. Predilatation was performed using a 3.5x30 mm non-abbott balloon catheter at 16 atmospheres and a 3.5x 38 mm xience prime was implanted at 16 atmospheres to treat an unknown stent with in-stent restenosis. One day post implantation of the xience prime, the patient presented with in-stent thrombosis which was treated with a 3.5x15 mm non-abbott balloon catheter at 16 atmospheres at the cauded. An intravascular ultrasound was performed to confirm treatment of the thrombosis. The patient is doing well post treatment of the thrombosis. No additional information was provided.

Manufacturer narrative:
(B)(6). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported thrombosis is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event associated with coronary stenting. It should be noted that the IFU states that the xience prime, xience prime sv, and xience prime ll everolimus eluting coronary stent systems are indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. The treated lesion length should be less than the nominal stent length (8 mm, 12 mm, 15 mm, 18 mm, 23 mm, 28 mm, 33 mm, or 38 mm) with a reference vessel diameter of greater than or equal to 2.25 mm and less than or equal to 4.25 mm. It is unknown if the implantation of the stent to treat in-stent restenosis contributed to the reported patient effect. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.